Event description:
During laparoscopic cholecystectomy the ligamax 5mm endoscopic multiple clip applier, cross clipped three times upon firing. Upon releasing clip applier, a hole occurred in the gallbladder (being removed). Cross clip saved with applier.